Event description:
A customer reported system messages displayed prior to a planned procedure. The scheduled procedure was canceled after the pt had received peribulbar anesthesia. Subsequent cases were also canceled. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).